Event description:
Patient reported obtaining back-to back blood glucose results of 403 mg/dl, 199 mg/dl, 231 mg/dl, and 158 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Valid quality control tests were not performed on the system (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.